Manufacturer narrative:
With the available information, boston scientific concludes that there was no evidence of a malfunction or product related failure, no deterioration in the characteristics or deficiency in the suitability of the device, or any inaccuracy in product labeling suspected to be a contributory cause of the event. The physician confirmed that this infection was not device related and the heart failure was related to a pre-existing patient condition.

Event description:
It was reported that this patient experienced an infection. Due to the patient's ischemic cardiomyopathy, this infection led to a heart failure event. It was listed that surgical intervention occurred, however, this device remains implanted and in-service. The physician also adjusted the patient's medication to resolve the event. The patient was stable with no additional consequences. The physician confirmed that this infection was not device related and the heart failure was related to a pre-existing patient condition.

Event description:
It was reported that this patient experienced an infection. Due to the patient's ischemic cardiomyopathy, this infection led to a heart failure event. It was listed that surgical intervention occurred, however, this device remains implanted and in-service. The physician also adjusted the patient's medication to resolve the event. Additional clarifying information was requested regarding the specific details of the surgery. The patient was stable.